Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the superficial femoral artery. A 5.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, the balloon could not fully inflate after filled with agent contrast. The physician retrieved the balloon and flushed with liquid, but it was found that the balloon was damaged and it was leaking liquid. A visible pinhole was also found on the balloon material. The procedure was completed with another of the same device. No patient complications wer reported and patient status was stable.

Manufacturer narrative:
Device evaluation by MFR: mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the superficial femoral artery. A 5.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, the balloon could not fully inflate after filled with agent contrast. The physician retrieved the balloon and flushed with liquid, but it was found that the balloon was damaged and it was leaking liquid. A visible pinhole was also found on the balloon material. The procedure was completed with another of the same device. No patient complications wer reported and patient status was stable.